Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found: wear and tear conditions on the housing along with a damaged spacer; the connector clap/door was missing; the software version 3.01 needed to be upgraded; image quality was bad and displayed no image due to a faulty patient board. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
It was reported, the video processor had no image. The issue occurred during the middle of a diagnostic procedure for an ebus (endobronchial ultrasound). The cv-190 processor was replaced with another unit in order to complete the procedure. There were no reports of patient harm and no/minimal impact to patient other than prolonged anesthesia time of twenty minutes. The procedure was completed.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and correction to the initial with information inadvertently left out d9 and g2. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely the phenomenon "no image" occurred due to failure of the patient board. However, the root cause could not be identified. Olympus will continue to monitor field performance for this device.